Manufacturer narrative:
(B)(4). The unit was returned and the investigation found the generator latch on with a zero ohm load during the autobipolar test. The generator should have stopped activating once the zero ohm load is disconnected. The investigation isolated the failure to the steering relay board, but a root cause was not identified. The steering relay board was replaced to address the failure. There were no indications the failure was due to a manufacturing or materials defect. The generator was calibrated, life cycled and fully tested. The generator was found to function normally and within specifications.

Event description:
The customer reported that the unit shut down twice during the procedure. The unit was restarted after the first shut down, and worked fine for a while until shutting down again. The unit was received and during the evaluation a latch-on condition was found.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.